Event description:
The nurse indicated that the plastic luer connector connection on the transfer set to the tubing of the catheter was loose. The loose connection was noted while attaching the unit to the patient's catheter. The silicone tubing turned on the barbed connector, and the nurse was concerned that it could come apart in the future. The allegation was against the transfer set only. The process step was during use on the patient, and there was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is expected, but not yet received by the manufacturer. If additional information becomes available, a follow-up MDR will be submitted. Results of the batch review: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.